Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012637900 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanisms were carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms were carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode wire #8. During inspection of the handle segment, it was observed that the electrode # 8 wire(s) was broken at pin connector inside handle. In conclusion, the catheter failed the returned product inspection due to an electrode wire broken at the pin connector inside handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the potential could not be displayed. The cable was replaced without resolve. The pulsed field ablation catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.